Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that during the procedure, when clip was still in the jaw, the second clip came out. It was reported by the affiliate that the surgeon placed new clips using the same device and pulled out the first bad clips. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Results of evaluation: conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damage and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.